Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analysis found no anomalies. Visual analysis noted that the patient information was programmed on 04-august-2012 at 2:22pm.

Event description:
It was reported that the device was attempted to be used, however, the serial number was "zeroed out" and when parameters were attempted to be reprogrammed the program button was "grayed out" and no lockout displayed. The device was not implanted. No patient complications were reported as a result of this event.